Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to discomfort at one of the pocket sites as well as difficulty charging that ipg. The physician determined that the ipg was moving around in the pocket and that the pocket itself had migrated and was now sitting directly over the pt's spinous process. The pt was reportedly doing well following the procedure.